Manufacturer narrative:
(B)(4). It was reported that the procedure was a breast reduction and the suture was placed in the subcutaneous tissue. The fistula formed in the vertical suture and was diagnosed when the suture extruded. The surgeon treated the patient with extirpation of the suture. The patient is currently in good condition.

Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and suture was used for intracutaneous suturing. The patient developed a post operative fistula and the sutures extruded. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.